Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. The patient was under going weekly radiation therapy. After reinterrogating the device, normal functionality resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.